Manufacturer narrative:
The iabp was returned to the customer and cleared for clinical use after the repair was completed as mentioned in the initial emdr. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) resolved the issue by replacing the fiber optic sensor cable assembly. The fse performed functional and safety checks to meet factory specifications. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that while servicing the cardiosave intra-aortic balloon pump (iabp) unit, the getinge field service engineer (fse) found the port for the fiber optics broken. There was no patient involvement, and no adverse event reported.